Event description:
It was reported that during surgery the surgeon had a posterior capsule rupture (pcr), leading to a vitrectomy in the left eye of the patient. The surgeon stated that because of the jerky motion of the injector, the issue has occurred. The field specialist has given a screw-type injector at the center as an immediate action plan. No further information is available.

Manufacturer narrative:
Section a2: date of birth: unknown, section a3a: sex: unknown, section a3b:gender: unknown, section a4: patient weight: unknown, section a5: ethnicity: unknown, section a6: race: unknown. Section d1: brand name: tecnis eyhance. It is unknown if toric or nontoric lens was involved in this event. Section d4: model: unknown/not provided. Section d4: serial number#: unknown/not provided. Section d4: expiration date: unknown as product serial number was not provided. Section d4: UDI #: a complete UDI # is unknown as product serial number was not provided. Section h4. Device manufacture date: unknown, as the serial number of the device was not provided. Section d6a: if implanted, give date: unknown, section d6b: if explanted, give date: unknown. Section e1: reporter telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Additional information: although the capsule tear allegation is against the hand piece dk7798, jnj product (unknown eyhance intraocular lens (iol)) was involved in the incident. Two lenses (model ICU and model icb00 {sn:(B)(6) ) were reported, however it is unknown which lens was involved in this incident. Therefore, reporting against unknown eyhance iol. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.